Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the pulse generator went into backup during a cybersecurity upgrade. A device download was performed. The patient condition was ok.